Event description:
This case qualifies as a complaint because the surgeon reported breakage of sign implant from 2 years previous. See original case ID: (B)(4). Two surgeries were required for treatment of a femur fracture of the right leg. The first surgery took place on (B)(6)2012, the second on (B)(6) 2014. A pre-op x-rays on revealed that the original implant had broken. A follow up took place on (B)(6) 2012 showing good reduction and placement of the implant. Surgeon commented "he is doing great and was able to walk with no clutches. Had good wound healing. No obvious symptoms". The surgeon correctly reported all relevant case data. Following the second surgery, the surgeon commented, "this was a extraction and exchange im nail surgery after the 1st one broke approximately two years after the 1st surgery. The distal fragment of the broken sign nail was extracted distally through a knee joint. The size of the broken sign nail was 9mm x 400mm." The follow up xray did not show good healing of the bone yet but two years later partial healing had occured. The pre-op xray shows a gap in a portion of the fracture site that may represent a non-union. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.